Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. It was stated that the customer was red, shaking, nauseous, thirsty and urinating frequently. The caller was very upset because the customer has also experienced blank displays caused by insulin leaking into the insulin pump. The caller stated that insulin has been leaking past the reservoir o-rings, and has contacted a lawyer. The screen was blank at the time of the call. Troubleshooting was performed, and the screen did return with a battery out limit and weak battery alarm. Assisted the caller with the alarms. The caller stated that she was not comfortable having her daughter use this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Moisture damage was noted on the lcd board during visual inspection.